Event description:
Same case as MFR#: 2134265-2012-07891. It was reported that during a percutaneous coronary intervention treatment procedure the balloon stuck on the wire. The details of the lesion are unknown. The apex otw 12mm x 2.50mm became stuck on the mailman 300cm guidewire and they had to pull the entire system out. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR #: 2134265-2012-07891. It was reported that during a percutaneous coronary intervention treatment procedure the balloon stuck on the wire. The details of the lesion are unknown. The apex otw 12mm x 2.50mm became stuck on the mailman 300cm guidewire and they had to pull the entire system out. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed the balloon was bunched-up. The inner and outer shafts were buckled in multiple locations between the guidewire exit notch and the proximal balloon bond. The guidewire was protruding 41cm from the tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0135" which is consistent with a .014" guidewire. The buckling of the inner and outer shaft prevented removal of the guidewire from the catheter. The catheter was locked-up on the guidewire. There is no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).